Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately three months post-implant. The implantable pulse generator (ipg) system was explanted. A temporary pacing lead was placed. A new ipg system was subsequently implanted. Cultures were taken and antibiotic treatment administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately three months post-implant. The implantable pulse generator (ipg) system was explanted. A temporary pacing lead was placed. A new ipg system was subsequently implanted. Cultures were taken and antibiotic treatment administered. It was further reported that the new right ventricular (rv) lead was registered with an incorrect serial number. Registration was corrected. No further patient complications have been reported as a result of this event.